Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak in the circuit washing connection. The event occurred at "subcc" area, during use, however, no injuries, harm or adverse events occurred. The procedure involved suturing extensive injuries, no other defects were detected in the product.

Manufacturer narrative:
H3 and h6 - updated one device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. This was due to a leak defect. This issue will continue to be monitored and further actions taken accordingly. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.